Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. During investigation, it was found that the shaft material was fractured proximal to the pull ring; however, no indications of fluid ingress during the procedure were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture remains unknown.

Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.